Event description:
On (B)(6) 2014, the patient's wife reported the infusion device shut-down without providing an error message and will not power on. The battery was changed, but this did not resolve the issue. There is no moisture, dirt, or corrosion in the battery compartment. There is also a "squiggly" line on the infusion device display, but the rest of the display is blank. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to handling error. The investigation showed that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interruption. Due to this power interruption, the pump could not alert. The insulin pump could not be started due to the corroded battery contacts. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.